Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory. A graph of the study was provided by the customer for analysis. The customer reported the capsule detached before the procedure ended. The reported condition was confirmed. The investigation confirmed the fault reported by the customer, but per the sample received the investigation cannot determine the cause for the early detach reported. The investigation identified the cause of the reported event to be capsule detached early. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule detached before the procedure ended. Technical support gained remote access and confirmed the detachment. Patient was rescheduled for a repeat procedure and will have a moderate sedation. There was no patient and user harm.